Event description:
During the removal of the drain, distal portion broke from tubing remaining under skin. Sutures were removed to remove retained portion of drain and new sutures were placed to close the skin.